Manufacturer narrative:
The manufacturer's service representative performed an on-site investigation. The service representative replaced the general purpose operating system (gpos), and reloaded the system software. The system was tested and is operating as intended.

Event description:
The customer reported that the 9900 system would not boot up. No patient injury was reported.